Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump had keypad issues. This occurred during testing in the biomed service department. There was no patient involvement. No additional information is available.

Manufacturer narrative:
H11: the device was received for evaluation. During functional testing, it was found that the keypad was partially torn and the soft key buttons were all worn out from physical damage. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was not verified. The determined damage code is a general code for physical damage. This is a device part not associated with death or serious injury. If this part caused a device malfunction in a complaint, then the complaint would be coded for the malfunction and likelihood assessed based on the malfunction reported. Should additional relevant information become available, a supplemental report will be submitted.